Manufacturer narrative:
Date sent to the FDA: 4/18/2017. Additional information was requested and the following was obtained: where was the needle grasped (swage, middle,tip)? Unknown. Were x-rays taken to locate the needle piece? Yes what tissue was the needle piece retained in? Soft tissue adjacent to the origin of the uterosacral ligament. What size (in cm) of the needle was retained? Unknown. Were all the needle pieces retrieved? Yes. If the needle pieces were retrieved, was the patient brought back to or to have the needle pieces removed? No. Was the exploratory laparotomy performed during the same procedure? Yes. Was there any tissue damage? (Exploratory laparotomy). Can you identify the product code and lot number? No. What is the current condition of the patient? Discharge to home.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/07/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is in response to (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle grasped (swage, middle, tip)? Were x-rays taken to locate the needle piece? What tissue was the needle piece retained in? What size (in cm) of the needle was retained? Were all the needle pieces retrieved? If the needles pieces were retrieved, was the patient brought back to the or to have the needle pieces removed? Was the exploratory laparotomy performed during the same procedure? Was there any tissue damage? Can you identify the product code and lot number? What is the current condition of the patient?

Event description:
It was reported via user facility medwatch report that the patient underwent total vaginal hysterectomy and apical suspension using uterosacral ligaments on (B)(6) 2016 and suture was used. During the procedure, a wedged needle on the suture broke, fixating the tip in the mesentery and peritoneal folds of the pelvis. An exploratory laparotomy was performed to find the needle tip, which was found and removed. Additional information has been requested.